Event description:
The device was removed as it was "non-functioning". 8/29/96-upon receipt of the explanted penile prosthesis from the hospital on 8/29/96, the device was removed due to "non-function" as well as "erosion". Co's office is in receipt of the cylinder(s) and pump component(s) only.